Event description:
During an endo hernia procedure, the handle split and the instrument was not usable. The surgeon applied another device. No pt injury reported.

Manufacturer narrative:
6/2/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.